Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
It was reported on 08/08/2022 by a sales representative via sems that an ar-363 fibertak suture link broke. This was discovered during a case with no patient harm. Per facility: "on (B)(6) 2022 we had a labral repair case with dr. (B)(6) at (B)(6) (account (B)(6)) at 1:00pm. When we placed the ar-3638 lot number 14967819, the suture passing link broke before we could pass the repair suture through the anchor. We used ar-3638ds as the guide and drill, he had no difficulties placing or setting the anchor and it slid down through the anchor ok at first and when he got to where the suture gets thicker he tried doing the ¿pop¿ or ¿jig¿ motion and the passing link suture snapped. We used the repair suture from this anchor and placed it into a ar-2923bc pushlock. We then found a different spot on the glenoid to drill and put in a 2.9 pushlock. No harm was done to the patient. The repair was completed successfully."